Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed in the cartridge pigtail tubing. Customer primed the air out of the tubing. Blood glucose was approximately 400 mg/dl.